Manufacturer narrative:
This report is submitted on may 17, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced granulation tissue, drainage and pain at the abutment site and was subsequently treated with antibiotics on (B)(6) 2012.